Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was attempted to be implanted during a spaceoar placement procedure performed on an (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. According to the complainant, after the components were mixed together, the liquid did not polymerize after transperineal application in the previously hydrodistended perirectal space. Reportedly, there was no accumulation of the liquid between the prostate and anterior rectum wall to protect the rectum for the planned proton irradiation of the prostate. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient did not receive planned radiation therapy.